Event description:
During the procedure, the physician used a wilson-cook acu-snare polypectomy snare. The snare was advanced down the endoscope. At this time, the drive wire detached in the handle assembly. The device was removed from the endoscope and an injury to the patient was not reported.